Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers husband reported via phone call that the customer passed away at home. The cause of death was drowning. The caller did not state whether the customer had any other illnesses that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer drowned in a hot tub at home in their back yard. The caller declined to return the insulin pump for analysis.